Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a review of the black box indicated that multiple call service 064 alarms had occurred. The pump alarmed with a call service 064 during the first load cartridge attempt. The pump casing was removed, revealed a defective internal motor. Unrelated to the original complaint, investigation revealed that the display lens bezel was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting recurring call service 064 alarms during the rewind/load step despite changing supplies. The reporter noted that cartridges and infusion sets were being used per instructions for use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.